Event description:
It was reported that the cbc would not start and no vacuum was created. 100 ml of collected blood had to be discarded. No pre-donated blood was required for transfusion. A back-up device was used. There were no adverse consequences reported.

Manufacturer narrative:
The device will not be returned to the MFR for eval.